Event description:
A biomedical engineer reported when the nurse went to disconnect the fluid line from the pump, the nurse was shocked. The nurse described the feeling as tingling between the right index finger and thumb. The nurse went to the ER, had an EKG and was admitted to the telemetry unit for observation. No add'l info could be provided regarding the pt's status. No add'l info.

Manufacturer narrative:
Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition was not duplicated or confirmed. The pump passed electrical safety testing.